Event description:
In 2006, a patient underwent repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. After approx 4 months, a third tag device was implanted after a CT revealed a type iii junctional endoleak. The patient is reported to be doing well post operatively.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: device tg3720/lot is also related to this report.